Event description:
Pt had filter placed under abdomen after open heart surgery. The day after they were discharged from the hospital, they died on the way to the hospital. After an autopsy of chest-re-opening the chest at the same place had heart surgery-the trapease filter had migrated to heart, which, according to the death certificate, was the cause of death.